Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the inside of the light guide (lg) lens was dirty and the cement around the nozzle had severe damage. Other observations for the device are: crease at the connecting tube protector; coating at the connecting tube is peeled off; insulation resistance is out of standards due to perforation of connecting tube; liquid leaks due to perforation of connecting tube; corrosion at the control part due to leakage; liquid leaks due to perforation of universal code; damage at the scope-connector protector on universal code; liquid leaks due to part of elevator channel plug being crumpled; angulation in the up direction is out of standards due to worn of angle-wire; gap of up/down (u/d)knob is out of standards due to worn of angle-wire; corrosion at the grip part due to leakage; scratch at the lg lens; lg lens is broken; u/d knob is not fixed well due to deformation of forceps elevator lever; corrosion at the electrical el-connector due to leakage; white dots at the screen due to damage of charge couple device (ccd) unit; ccd lens is broken; scratch at the ccd lens; adhesive of distal end rubber coating is broken; and nozzle is deformed. The user¿s complaint of deformed nozzle was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the device nozzle being deformed and there being no air/water flow as a result as observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the inside of the light guide lens was dirty and the cement around the nozzle had severe damage. This medwatch is being submitted for the reportable issues of the inside of the light guide lens being dirty and the cement around the nozzle having severe damage as noted during device evaluation.

Manufacturer narrative:
Updated fields: d8, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the guide lens was dirty. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because a gap had been created at the lg-lens glue. This gap was likely created by stress forces. It is also probable that dirt had entered through this gap. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿·inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. ·important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing manual general policy. Precautions warning:this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument.¿ olympus will continue to monitor field performance for this device.